Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had insulation breaches. Additionally, the ra lead exhibited noise oversensing and the rv lead displayed noise. The ra lead was successfully repaired during procedure on (B)(6) 2025. The rv lead was explanted and successfully replaced. The patient was stable.

Event description:
Product reference number: 2017865-2025-17529. It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had insulation breaches. Additionally, the ra lead exhibited noise. The ra lead was successfully repaired during procedure on (B)(6) 2025. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed by analysis. As received, a complete lead was returned in two pieces for analysis. Final analysis found outer insulation degradation, which caused the reported events.